Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 245 (mg/dl). Customer administered a correction bolus with the pump to treat bg level. Although requested by tandem technical support, customer declined to perform troubleshooting for the pump. Recommendation was made to contact tandem technical support if the customer wanted to perform troubleshooting in the future. Customer acknowledged.